Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on 01/02/2018, she stated that the replacement pump was working without issue and that she no longer has mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis.  The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%.  In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis.  The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the port broke off of the faceplate for her pump in style breast pump when she was pulling the tubing off and, as a result, the pump now has low suction. The customer also alleged that she had mastitis, for which she visited her doctor, who gave her a prescription.